Event description:
"The transfer set needs to be replaced because it was broken. Pt realized it was broken because it was wet. The set was placed in april 2005. In order to prevent peritonitis, the pt was hospitalized for 3 days. Vancomicyn was given as a preventative therapy according to baxter.